Event description:
It was reported that the pt experienced a shocking or jolting sensation in the left leg. There was no known related incident or accident reported. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).